Manufacturer narrative:
Corrected information is provided in section g2 and h1.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown issue. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown issue. No adverse patient effects were reported.